Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that non-capture on the ventricular lead was observed possibly due to a lead dislodgement. Chest x-ray was suggested. Chest x-ray did not reveal dislodgement and no further episodes on loss of capture were noted. All lead measurement were stable. The patient was monitored in the hospital for unrelated issue. The patient was stable and discharged home.